Event description:
A patient was being ventilated with a plv 10 ventilator. It was noticed that when the patient was disconnected from the ventilator the low pressure alarm did not sound. No injury was sustained due to the reported malfunction.